Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient started feeling sick and was vomiting. The patient¿s husband then noticed the patient was unresponsive. The patient¿s cgm value at this time was unknown. The patient¿s husband called 911. Ems arrived and transported the patient to the emergency room (ER). The patient was not aware of any medication or treatment being provided to her by her husband or ems. At the ER, the patient was declared to be in a diabetic coma. The patient could not recall any bg / cgm comparison values but claims the cgm was inaccurate. The patient was admitted to the ICU for one week due to hyperglycemia. The patient does not recall when she regained consciousness. The patient was treated with IV fluids and unspecified IV medications and was discharged on (B)(6) 2025. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that cgm reading is lower compared to the bgfs reading. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.